Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed in normal fashion without initial incidence. Performance of the rv lead while first positioned was excellent and stable for over 15 minutes. The physician then moved to the left ventricular (lv) lead placement through the coronary sinus (cs). After cannulating the cs without incident, a balloon catheter was placed for venogram. Upon venogram being performed, a pericardial effusion was discovered. The physician suspected an rv lead perforation but a cs dissection while placing lv delivery catheter was also a possible cause of the pericardial effusion. A pericardial window procedure was performed. The existing rv lead was repositioned and tested in normal fashion, and excellent performance was attained. The rv lead remains in use. The lv lead placement was abandoned and lv port pin-plugged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.